Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the psychological trauma outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and psychological trauma to be related to essure (ess205). The reporter commented: essure insertion date provide in pif: (B)(6) 2010. Patient received treatment for pain,abnormal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received : previously reported event "injury to herself" updated. To "pain", events "abnormal bleeding, psych injury" added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 740667) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (2000, 2003), cervical smear normal, ovarian cyst, motor vehicle accident, purified protein derivative skin test, tonsillitis and gastritis. Concurrent conditions included hypothermia, fluid and electrolyte imbalance, abnormal uterine bleeding, dysmenorrhea, constipation and fatigue. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding") and psychological trauma ("psych injury") and was found to have uterine leiomyoma ("leiomyomatous uterus"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the psychological trauma and uterine leiomyoma outcome was unknown. The reporter considered genital haemorrhage, pelvic pain, psychological trauma and uterine leiomyoma to be related to essure. The reporter commented: essure insertion date provide in summons: (B)(6) 2006. Patient received treatment for pain,abnormal bleeding. One coil was visualized at the left cornu and one coil was visualized at the right cornu. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: impression: 1. Type 1 occlusions bilaterally. 2. The proximal end of the outer coil on the right is within 4-5 mm from the uterine cornua, whereas that on the left is within the cornua itself. Lot number: 740667, manufacture date: 2010-05, expiration date: 2013-05. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 24-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 740667) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery (2000, 2003), cervical smear normal, ovarian cyst, motor vehicle accident, purified protein derivative skin test, tonsillitis and gastritis. Concurrent conditions included hypothermia, fluid and electrolyte imbalance, abnormal uterine bleeding, dysmenorrhea, constipation and fatigue. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding") and psychological trauma ("psych injury") and was found to have uterine leiomyoma ("leiomyomatous uterus"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the psychological trauma and uterine leiomyoma outcome was unknown. The reporter considered genital haemorrhage, pelvic pain, psychological trauma and uterine leiomyoma to be related to essure. The reporter commented: essure insertion date provide : 1-jan-2006 patient received treatment for pain,abnormal bleeding.. One coil was visualized at the left cornu and one coil was visualized at the right cornu. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 09-feb-2011: impression: 1. Type 1 occlusions bilaterally. 2. The proximal end of the outer coil on the right is within 4-5. Mm from the uterine cornua, whereas that on the left is within the cornua itself. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2021: mr received. Lot number was added. Concurrent conditions, reporters, dob, lab data, rcc were added. Event leiomyomatous uterus added. Essure model was updated to 305 from 205. Essure insertion date is updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.